Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion the device was not returned for analysis. However, a review of the available information determined that although the implantable pulse generator (ipg) reached end of service, the timing reported does not allow for objective confirmation of the underlying cause for the early depletion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced inadequate pain relief. The implantable pulse generator (ipg) was interrogated, it was found that the ipg was at the end of battery life. It was further noted that the ipg reached the end of its battery life due to patients high programming requirements. The patient subsequently underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.